Event description:
When removing 20 gauge 0.75 inch needle from port, the safety mechanism would not engage. It required a direct pull from port to separate it from the pt. Needle remained uncovered upon removal. Neither pt nor staff were harmed. Specific pt info (name/age) was not provided to staff filing this report.